Event description:
I used the shiatsu massage pillow as I had in the past. I set the shiatsu massage pillow at the top of a stack of inclined pillows on my bed. My neck was gently resting on the pillow. Less than 10 minutes into the massage, my neck started to burn. It had rubbed off my skin. The painful abrasion was the size of a quarter. In the morning, the pain became worse and the abrasion started to ooze and bleed. I could not turn my neck from left to right or look up or down without opening the abrasion. My physician recommended that I continue to apply an antibiotic ointment to prevent an infection. It took the abrasion over 3 weeks to heal. I still have a scar one year later. Homedics does not take this matter seriously. They do not respond in a timely manner. It has taken a over a month to get a response by email. They do not return calls, and are ignoring my demand for compensation. Serious skin abrasion that caused a scar.